Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) does not change color. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for analysis.

Event description:
As reported, the indicator window of a 6f exoseal vascular closure device (vcd) does not change color. Hemostasis was achieved using manual compression. There was no reported patient injury. The physician was certified in the use of the exoseal vcd, and the device was stored and prepped according to the instructions for use. There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within thirty days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The exoseal vcd was used in an interventional procedure with a retrograde approach. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color. Upon removal of the device, the indicator wire loop was deployed and visible, with no anomalies noted. The device was not attempted to be deployed outside the patient¿s body. Other procedural details were requested but were not provided. The device will be returned for analysis.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: a2, a3a, a4, b5, b7, g3, g6, h1, h2, h3 and h6. As reported, the indicator window of a 6f exoseal vascular closure device (vcd) does not change color. Hemostasis was achieved using manual compression. There was no reported patient injury. The physician was certified in the use of the exoseal vcd, and the device was stored and prepped according to the instructions for use. There were no visible signs of device or package damage prior to use. The femoral artery¿s suitability was verified on angiography, including the insertion angle of 30¿45 degrees, and the vessel diameter was confirmed to be greater than or equal to 5 mm. There was no visible calcium or plaque at the puncture site, no access vessel tortuosity, no stent near the puncture site, and no stenosis greater than 50% at or near the puncture site. The target femoral site had not been previously closed with any closure device or manual compression within thirty days prior to the procedure, and there was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site. The exoseal vcd was used in an interventional procedure with a retrograde approach. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have their thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color. Upon removal of the device, the indicator wire loop was deployed and visible, with no anomalies noted. The device was not attempted to be deployed outside the patient¿s body. Other procedural details were requested but were not provided. One non-sterile exoseal vascular closure device, 6f in size, involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was locked. The plug was in manufacturing position, and the indicator wire was found deployed. A non-cordis catheter sheath introducer (csi) was returned inserted on the received unit. The indicator window was observed in the black/white position. No additional anomalies were noted during the visual analysis. A deployment simulation evaluation was performed. During this analysis, the indicator wire was pulled to achieve the black/black position in the indicator window. Then, the deployment lever was fully depressed, resulting in the retraction of the indicator wire and successful plug deployment. The indicator window subsequently reached the black/white and red position as expected. A high magnification evaluation was conducted to assess the internal mechanism. No abnormal conditions were identified during this analysis. The reported event of ¿indicator window no change to indicator¿ was not observed through analysis of the device. The functional analysis achieved full deployment of the lever with full window transition and plug deployment. The cause of the reported issue could not be determined. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.